Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on anterior side assessed as surgical damage. ¿ valve leak and/or damage: no observed. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ white particles observed the inner surface of the device. ¿ nick striated assessed as surgical tool scratch like. Reason for reoperation: valve leak.

Event description:
Healthcare professional later reported right side "hole in valve" via rga.